Manufacturer narrative:
E1, e3, e4: the name of the initial reporter and occupation is unknown. The investigation for the reported aic - battery failure (red alarm) issues has been completed. The device has not been returned for evaluation. However, investigation details were sufficient to determine the root cause. The root cause of the purge system failure (piston blocked due to reduced range) was most likely due to an undetermined issue during initial setup (when connecting the cassette and pressure disc). Some of the possible issues are: piston blocked due to a defective cassette. Purge cassette not inserted correctly. Blockage on the purge line (line blocked or kinked). However, the root cause of this issue is unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automatic impella controller (aic) experienced a controller failure red alarm. When the staff was placing the purge cassette in the console during start up, the customer received an error code of "purge cassette error, try new console". Field service went to the customer site and tried to replicate the error; this was unsuccessful. The resolution for this issue is unknown. No report of harm or injury to the patient.